Event description:
As reported, approximately 8 years post the initial right reverse total shoulder arthroplasty, the patient was revised due to a disassociated 42+0 liner. The patient was revised to a 42+2.5 constrained liner and from a 42 glenosphere to a 42+4. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 300-30-08 - equinoxe preserve stem 8mm: sn# (B)(6). 320-15-01 - eq rev glenoid plate: sn#(B)(6) 320-15-05 - eq rev locking screw: sn# 5007559 320-20-00 - eq reverse torque defining screw kit: sn#(B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: sn#(B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: sn#(B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: sn#(B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: sn#(B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.